Manufacturer narrative:
No patient was present when this issue occurred. On (B)(6) 2016 a medtronic field service engineer went to the site and tested the system. Testing confirmed ups shutting down at approximately 2 minutes after disconnect from ac power. Replaced ups. System performed properly during testing after replacement. Analysis of returned ups confirmed reported problem "mvs powering down when unplugged" ups battery failed 5 min load test in 53 sec after a 6 hour charge. Installed fa batteries and charged, ups passed 5 min load test in 6 min 11 sec. Installed new batteries and charged for 6 hours, ups passed the 5 min load test running for 7 min 40 sec. Diagnosed problem: batteries bad, not holding a full charge.

Event description:
Site biomed called to report that when they unplugged the mvs from the wall to transport it, the monitor went blank. When they made it to the next room, they were able to plug it back in and use the system normally. No patient was involved.